Manufacturer narrative:
Correction: the manufacturing date was originally reported as 1/14/2011; however, it was a typo. The correct manufacturing date is 4/5/2010.

Event description:
According to the initial information received, a 8/6mm amplatzer duct occluder (ado) was implanted in the patient's patent ductus arteriosus (pda, type d) on (B)(6), 2011, but the ado did not appear stable at the pulmonary artery side and was replaced with a 10/8mm ado. A cardiac murmur was observed immediately post-implant, therefore, an angiography was performed and revealed a residual shunt. The murmur temporarily resolved 30 minutes later and the patient was transferred to the nicu. Four hours later, the murmur returned so the patient was monitored via trans-thoracic echocardiography (tte) between (B)(6). On (B)(6), 2011, the ado was found to have gradually migrated toward the pulmonary artery as confirmed by tte. The ado was surgically retrieved using a 9f short sheath and delivery cable and the pda was surgically ligated. The patient recovered well from the surgery and was already discharged from the hospital. The physician did not attribute this event to the device but the patient's complicated pda anatomy. It is unknown whether the patient had a history of murmurs.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the event remains unknown.